Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call continued no delivery alarms. The customer's blood glucose was 392mg/dl at the time of call. Trouble shooting was performed found customer changes sets out of IFU guidelines every 3-4 days. Advised customer that inconsistent set changes can lead to high blood glucose, occlusions and no delivery alarms. The patient has not tried different cannula lengths. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. Customer declined trouble shooting for high blood glucose. The insulin pump will be returned for analysis.